Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/18/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the chief surgeon was preparing to perform a suturing operation. During the sewing process, the problem of pulling off suture needle happened and could not be used. The doctor immediately replaced the needle with a new one, which affected the surgical progress. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported that this issue "...affected the surgical progress." Please provide additional details about how the surgical procedure was affected. - were there any patient consequences? Please refer to the event description, other information requested is unknown. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. No device can be returned currently.